Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that bd¿ pen needle would not deliver insulin. No serious injury or medical intervention was reported. Verbatim: "during using,the customer found the insulin can't pass throungh the pen needle."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ pen needle would not deliver insulin. No serious injury or medical intervention was reported. Verbatim: "during using,the customer found the insulin can't pass through the pen needle."